Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments, severed approximately 29 centimeters from the terminal pin. Testing was completed to assess electrical performance and inner insulation integrity of both segments. Measurements for both segments were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that pacing impedances on this left ventricular (lv) lead increased by approximately 600 ohms over a short period of time, then continued to increase. Almost two months later, pacing impedance reached greater than 2500 ohms. For the next several months, impedances were reportedly intermittently out of range. The lv lead was explanted. No additional adverse patient effects were reported.